Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that death occurred. In (B)(6) 2018, the subject presented with unstable angina (braunwald classification: iib) and was referred for cardiac catheterization. Target lesion #1 was located in the 1st obtuse marginal branch (om) with 80% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct placement of a 2.50x28mm study stent with 1% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject died of unknown cause.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported in (B)(6) 2018, the patient presented with altered level of consciousness. Computed tomography (CT) of the head revealed large subdural hemorrhage with midline shift. They were noted to have spontaneous respirations but no corneal reflexes and no response to pain. The patient was placed on comfort measures. The cause of death was subdural hematdural hemorrhage and was not considered related to the study device.